Manufacturer narrative:
This report is for 2 locking screws, lot number unknown and part number incomplete. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported approximately eight weeks post-operative an evaluation revealed the fracture had healed and the bone was intact. Patient was feeling painful hardware. A decision was made to remove all the hardware from the right distal tibia. The hardware was successfully removed with no patient injury reported. This report is for 2 locking screws, lot number unknown and part number incomplete this is report 3 of 4 for (B)(4).